Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the mid rca with mild tortuosity, no calcification and 100% stenosis. After thrombus aspiration, the lesion was dilated with a voyager nc balloon catheter. Ivus was performed and another company's stent was implanted. A 4.0 x 20 mm nc voyager balloon catheter was used for post-dilatation. The balloon was inflated for the first time at 12 atm for 30 seconds, 16 atm for 15 seconds, and when inflated for the third time at 18 atm, the balloon ruptured. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, damage during mfg, materials, interactions with other devices, previously implanted stent, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the pt anatomy, such that the balloon ruptured upon a third inflation during the procedure. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.